Event description:
Procedure: nephrectomy. According to the reporter: during the surgery, the first instrument both coagulated and cut without any problems for the first six to seven minutes, and afterwards the instruments did not work at all. An alarm from the generator was noted for a mechanical fault. The staff tried to change the generator but faced the same problem with the alarm. The case was completed by changing to a new instrument. Operative time was extended more than thirty minutes, due to the problem with the instrument. Post-operatively, the condition of the pt is good.

Manufacturer narrative:
(B)(4).